Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Per customer: handle broke. No patient injury. On (B)(6) 2011, operating room manager reports via telephone that "a little screw" was missing from the jaws of the device. The surgeon decided that an x-ray was not necessary because the piece was so small, and because he believed that the piece was aspirated out of the wound via suction of copious amounts of irrigation fluid. Laparoscopic supra cervical hysterectomy and bilateral so.